Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection).

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc121000/ 29358083 UDI # (B)(4). -patient medications: lisinopril 40mg, pepcid 20mg, and norvasc 5mg. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2024, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that while advancing the guidewire into the iliac arteries, the bilateral iliac arteries and the distal aorta were dissected with the guidewire. The physician was able to scan image the true lumen bilaterally, and evar was completed without further incident. The physician felt as though the entire area that was dissected was covered by the endografts. Reportedly the patient left the operating room with bilateral femoral pulses. While the patient was in recovery, the left femoral pulse was absent. The physician returned the patient to the or to perform a left femoral endarterectomy and place a left superficial femoral artery (sfa) stent. The patient tolerated the procedure.